Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb, fluoroscopy functions pcb, systems interface pcb and ps1 pwr-sig cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited and error and locked up. No patient serious injury or death was reported related to this event.